Event description:
Allegedly, on (aprox.) (B)(6) 2017 the patient referenced pain and the doctor decided to schedule a revision surgery. On (B)(6) 2017, during the surgery, the doctor removed the acetabular component and the femoral head due to "objective scratches" and he used a revision acetabular system (restoration gap stryker).